Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6)2016 . Upon receipt of the device, the status indicator was failing to illuminate as per the reported fault. The fault was traced back to intermittent continuity on track 4 (green status led) of the membrane. It was observed that an over application of silicon in the membrane tail seal area had caused the tail to follow a sharp bend rather than the normal curvature resulting in visible stress marks on track 4. As the operation of all the leds were verified during final unit test, h032-014-004, it is concluded that the break in the track likely developed over time due to additional stress at this bend. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No status indicator flashing. There was no patient involved in this event.